Event description:
It was reported that "drill may have caused a damage to the soft tissue". On follow - up, event date, the patient's age, sex and weight were provided.

Manufacturer narrative:
Report inconclusive. No evaluation could be performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The report is being filed due to inability to rule out potential that injury occurred. The device associated with this event could not be determined. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to monitor this complaint type for trends. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.